Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4), alleging an inaccurate control solution test result; however, no results were provided by the reporter. This complaint is being reported because the result may not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.